Event description:
Boston scientific crm received information that, after a device change out procedure, this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2000 ohms and no capture. It was noted that the patient did not have lv pacing but had rv pacing. The field representative indicated that a revision procedure was to be scheduled in the near future. The field representative also indicated that he believed a new lead will be implanted; however, he was uncertain if this lead would be explanted. No adverse patient effects were reported. Subsequently, the lead was explanted and successfully replaced.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.